Manufacturer narrative:
I am not quite sure hot to direct my investigation of complaint related to the unit "shocking the customer. (As the units intended use is to deliver an electrical shock to the pt to ease pain) the complaint sample was returned, however; the battery/wires/leads and electrodes were not returned. I was able to power the unit on, change intensity and modes with no problem using a new battery that I added. Wires from and electrodes from a "testing unit" were placed on the product. No issue was found. Possibly the wires/leads or electrodes that the customer was using were damaged/defective. Root cause analysis: unable to determine. Possible the wires/leads or electrodes that the customer was using were damaged/defective. Corrective action and/or systemic correction action taken: no action required, the entire sample was not returned for evaluation, no vendor defect was found during...

Event description:
Unit is causing shock to the customer.